Event description:
We tried to negotiate the vessel, but the stent was not getting trackable and push able deposit using support catheter also. We insulated another stent and completed the procedure. Replacement device being captured in (B)(4). Patient outcome: did the patient require any additional procedures due to this occurrence? - no did the product cause or contribute to the need for additional procedure(s)? - no.

Manufacturer narrative:
PMA/510(k) # p050017/s006 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the zilver flex 35 vascular self-expanding stent device of rpn zfv6-125-8-12.0 and lot number (B)(6) involved in this complaint was returned in the original packaging. The packaging was opened on receipt. The file is related to (B)(6) and captures the abnormal use of the device ¿ used in a left transverse sinus stenting procedure. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. The device related to this occurrence underwent a laboratory evaluation on the 13th of nov 2024. On evaluation of the device the following was noted: visual inspection. Flushing syringe returned separately. Red safety tab not returned. Handle returned in deployed position. Outer sheath separated below white connector cap. Outer sheath appears to be stretched from approx. 20.2cms to 28.9cms from the proximal end of outer sheath. Functional inspection. Device flushes with no issue. 0.035 inch wire guide passes through device with slight resistance. Unable to deploy stent due to outer sheath separation. Equipment used: ruler: ipe0504-4 (calibration due date: 01 april 2025), calipers: ipe0290 (calibration due date:01 january 2026). The reported failure was observed. Manufacturing records: prior to distribution all zilver zfv6 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for lot number c2041039 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use/label it should be noted that the instructions for use ifu0058 states the following: the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery for the following treatments: arteriosclerotic stenosis. Total occlusions that have been recanalized. There is evidence to suggest that the customer did not follow the instructions for use. From the information provided, it is known that the device was used in a left transverse sinus stenting procedure. It should also be noted that ifu0058 recommends the use of an access set that accepts a 6.0 french (2.0mm) introducer catheter. It is known from the information available that the user employed the use of a 10fr sheath. Image review an image was not returned for evaluation. Root cause review a definitive root cause of abnormal use can be concluded based on the available information. From the information that was provided, it is known that the zfv6-125-8-12.0 device was used in the transverse sinus. As this device has not been tested for use in this area, it is unknown how the device will function in this area. The transverse sinus's curved and rigid structure could exert forces that the device is not designed to withstand, leading to the observed damages. The forces exerted during the advancement and/or attempted deployment, such as the torque and friction encountered in navigating the device to the confined target site of the transverse sinus, may have exceeded the mechanical tolerances of the outer sheath, leading to its separation from the hub and the stretching of the outer sheath as seen in the device evaluation. As previously mentioned, the IFU stated the intended use of the device is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery for the following treatments: arteriosclerotic stenosis. Total occlusions that have been recanalized. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. It should also be noted that ifu0058 recommends the use of an access set that accepts a 6.0 french (2.0mm) introducer catheter. It is known from the information available that the user employed the use of a 10fr sheath. Confirmation of complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary according to the initial reporter, this file was raised as the user stated that they tried to negotiate the vessel but the ¿stent was not geeting trackable¿. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, they were able to complete the procedure using another device. Investigation findings conclude a definitive root cause of abnormal use (use in the left transverse sinus) was determined. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device.

Event description:
A supplemental report is being submitted due to completion of the investigation on 30 apr 2025.